Manufacturer narrative:
Blank display, keypad unresponsive error alarm and unexpected battery power loss not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as stuck button alarm. The customer¿s blood glucose level 113 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Troubleshoot was performed. Customer advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.